Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7090188, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7091102, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were replaced. The patient was doing well and the explanted devices were retained by the medical facility and will not be returned.